Event description:
In 2008, a female patient was scheduled for breast reconstruction surgery at cape cod hospital. Prior to the surgery, mentor silicone breast implants and sizers were ordered and shipped to cape cod hospital. The implants and sizers arrived in the same shipping box; each in their own individual boxes wrapped in plastic. Prior to the surgical case starting on the same day, the circulating nurse retrieved the implants and sizers from the storage area and brought them into the or room. When the surgeon requested a particular sizer, the circulating nurse removed it from the box and transferred it onto the surgical field. The surgeon placed the sizer into the patient. The transfer of the sizer onto the surgical field had been some what difficult and prompted the crna to question whether the sizer was sterile. The crna had a previous experience at another facility where a non sterile sizer was used. The trash was checked and the sizer box was inspected. Staff then saw a small triangle on the box 6.5 x 2.5 label ( on the side of the box) that stated product was non-sterile. The sizer was removed from the patient and the area was irrigated with saline and neobacin. According to the surgeon, the patient has not experienced any complications from her surgery. This event prompted a multidisciplinary review. As a result of our review, we will be evaluating our own internal systems to ensure that non-sterile products like this are intercepted prior to being brought into the or. We also identified several issues related to the packaging/labeling of the product that we feel contributed to the event: sterile implants and unsterile sizers were packaged in identical boxes and wrapped in plastic. The words "non-sterile" were on the sizer label in small font on two different lines (the circulating nurse most likely made a pattern mapping error when she expected both products to be sterile and saw only the word sterile on the external package). See attached picture of label. Another pattern-mapping error most likely occurred when the circulating nurse expected the sizer to be sterile and saw that the product was peel packed - typical for sterile products. The crna remembered a similar incident at another facility where the sizer used was not sterile - indicating that our event was not an isolated case. We have recommended to mentor corporation they undertake a review of the packaging and labeling of the non-sterile sizers and make changes to assist end users in readily and clearly identifying the product as non-sterile.